Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during shoulder rotator cuff repair. Surgeon used for the repair a healix dynacord 4.5mm and for the lateral row healix advance selfpunch 4.9mm. Patient had a long time after surgery pain. So, they confirmed for another shoulder arthsocopy. Intra-op the surgeon found the sutures from the medical row intra-articular and the subacromional. Sutures were not fixed in the lateral row. The complaint device is still implanted in the patient, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, it was observed that the sutures were loose, and it appeared to have trouble tightening the sutures. The photo provide evidence of the failure reported into device, therefore this condition reported can be confirmed. Since the complaint device remains implanted, we cannot determine a specific root cause for the reported failure, but the possible root cause can be related when the suture is in at an angle which could disrupt the positioning within the anchor, resulting in difficulty to tighten. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:[ 6l73471], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder rotator cuff repair procedure on an unknown date, a 4.5hlx adv br anc-dyna str/bl device was used to fix the medical row intra-articular and the subacromional. The patient complained about pain for a long time after surgery. The MRI did not show clear results so another shoulder arthroscopy was performed which confirmed that the sutures on the medical row intra-articular and the subacromional were not fixed. There was a surgical delay of 60 minutes. The status of the patient post-surgery was unknown. No additional information was provided.